Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy on the gastric antrum, there was poor staple formation and the clips were left open. The staple line was incomplete distally. The surgeon did a manual over-suture to complete the case.